Manufacturer narrative:
The event, related to the perceval heart valve prosthesis, pvs 23/m, occurred on (B)(6) 2019 at (B)(6) center ¿ (B)(6) ¿ us, after 2 years from the implantation. It was reported: on (B)(6) 2017 a patient received a perceval pvs 23 as part of an avr. The manufacturer was notified that on april 17, 2019 the valve was explanted and replaced with a mechanical valve from another manufacturer, 21 mm. The patient reportedly had gradients of 47 and 33 and the commissures were calcified. A note was received indicating the site believed the valve was most likely oversized. Information from the site identified: dialysis patient, therefore calcifies quickly. Valve probably was too big, had high gradients coming out of the or when implanted on (B)(6) 17. Was replaced with onxy valve size 21mm. The valve pvs 23/m (sn not reported) was returned to livanova for evaluation and it was received on september 11, 2019. The returned product was received in an explant kit and contained in a plastic jar for specimen. The returned valve was received with evident pannus traces on the pericardium skirt. The inflow geometry is quite deformed and there are evident calcification in correspondence of the 3 cusps. The leaflets appeared stiffened in a non-conforming position. After decontamination, even if not in accordance with qc standard procedures, the valve was visually inspected confirming the altered status. X-rays of the subject valve showed large intrinsic calcification on all the cusps and, partially, also in the free edge. Taking into account the sub-optimal status of the valve, a dimensional analysis was performed with dedicated go ¿ no go gauge. Both the valve inflow skirt and the sinusoidal structures, pass through the holes indicated as pass and do not pass through the no pass holes, confirming the correct dimensions of the returned device. Based on the investigations performed and considering the altered receiving status of the valve, it was not possible to perform an exhaustive investigation process. Nevertheless, it is not possible to exclude that an initial over-sizing occurred, considering that a mechanical valve size 21 was implanted as replacement and due to the reported information from the site identifying possible over-sizing. Based on the above performed analysis the root cause of the structural valve deterioration is deemed to be due to the mis-sizing of the device resulting in accelerated degeneration of the valve as a result of sub-optimal operation conditions. The calcification may have also been accelerated by the patient's risk factors identified: dialysis patient with high post op gradients. Root causes are user error, patient condition and known inherent risk of biological valve implantation. Fields changed: b4, b5, d10, g4, g7, h2, h6.

Event description:
The event, related to the perceval heart valve prosthesis, pvs 23/m, occurred on (B)(6) 2019 at (B)(6) medical center ¿ (B)(6) ¿ us, after 2 years from the implantation. It was reported: on (B)(6) 2017 a patient received a perceval pvs 23 as part of an avr. The manufacturer was notified that on april 17, 2019 the valve was explanted and replaced with a mechanical valve from another manufacturer, 21 mm. The patient reportedly had gradients of 47 and 33 and the commissures were calcified. A note was received indicating the site believed the valve was most likely oversized. Information from the site identified: dialysis patient, therefore calcifies quickly. Valve probably was too big, had high gradients coming out of the or when implanted on (B)(6) 17. Was replaced with onxy valve size 21mm.

Manufacturer narrative:
Device being sent to manufacturer.

Event description:
On (B)(6) 2017 a patient received a perceval pvs23 as part of an avr. The manufacturer was notified that on (B)(6) 2019 the valve was explanted and replaced with an onyx mechanical valve, 21mm. The patient reportedly had gradients of 47 and 33 and the commissures were calcified. A note was received indicating the site believed the valve was most likely oversized.